Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most current alarm, the customer delivered several boluses to compensate for the insulin that was not delivered due to the alarm and the blood glucose (bg) level lowered to 38 mg/dl. The customer consumed fruit to address the bg level. The customer switched to another tandem pump and type of infusion set. No additional occlusions have been received.